Event description:
A non-healthcare professional reported that following the cataract surgery with intraocular lens (iol) implant procedure, the patient experienced hazy vision. The iol was exchanged in a secondary procedure. Clinical reason for explant was significant subluxation secondary to pseudo exfoliation. There was no patient harm reported. The surgeons prognosis was dislocated iol additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. There have been no other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).